Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID: 823162) was returned for evaluation. Device history record (DHR) - no discrepancies were noted for the products being accepted, they were released to stock. Failure analysis - the position of the cam when valve was received was on setting 90 mmh2o. The valve was visually inspected, leak from the ventricular connector and needle hole in the needle chamber were noted. The valve was hydrated. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested; no leak was noted. Only leak from the needle hole. Root cause analysis: the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no occlusion issue was noted.

Event description:
A physician reported a hakim valve (ID 823162) was implanted due to secondary normal pressure hydrocephalus (snph) 10 years ago via ventriculoperitoneal (v-p) shunt with unknown setting. Due to a suspicion of obstruction, the valve and catheter were removed and replaced on (B)(6) 2024. According to information provided, it is unknown if patient had any signs and symptoms due to valve obstruction.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.